Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the paper tray drawer is unable to be opened. Analysis also found corrosion inside programmer; corrosion is on the bulk head, lower case, power supply, analyzer bay, and display frame. (B)(4).

Event description:
It was reported the paper tray is unable to be removed for replenishment of printer paper. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.